Event description:
Report status: death. Reporting rationale: perforation not sealed/cardiac tamponade/death. Device issue: leak -stent graft. It was reported that the graftmasters were being used for the treatment of free perforation caused by another company's stent: however, due to the vessel being heavily, heavily calcified and heavily, heavily tortuous the graftmasters were not able to appose to the vessel wall and the perforation was not sealed. The pt experienced cardiac tamponade due to the perforation which resulted in the pt death. No add'l event or pt info is available.